Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-29 (B)(4) (rep): information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller indicated they were getting some out of range impedances with case pains. They noted program c with 1, 2, and 3, were all <50ohms. The caller also provided the following values: c0 was 652 ohms and ref 1 0 1874ohms, 2 1874ohms 3 1874ohms. The rep also indicated they were getting good motor response when that was tested. The call center reviewed information about impedances and the rep was going to follow up with the healthcare provider (hcp) to determine how to proceed in the case. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The amplitude and pulse width were increased to see if that would alleviate the impedance and patient was able to feel the stimulation at a low amplitude following the procedure. No further complications were reported.